Event description:
It was reported that the device did not cure the patient and it helped a little, but not totally. She had accidents all the time and couldn¿t hold it at all. The patient had ¿changed it.¿ for the past month, the patient¿s bum was breaking out very badly and she had cysts on it. She wasn¿t sure if it was because of the implant and she couldn¿t take antibiotics. The patient thought the device was infected and it was red and raised whitish on one corner. Her doctor said that the sutures underneath had to heal and it would take a while. The patient was scheduled to see her doctor at the end of (B)(6). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0p405, implanted: (B)(6) 2014, product type: lead. (B)(4).